Event description:
It was reported that an ilet device¿s touchscreen was nonresponsive on the unlock screen, preventing the user from sliding to unlock, consistent with a device problem of an unresponsive key or button and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive input function localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.